Manufacturer narrative:
.

Event description:
The manufacturer's representative reported that, the pt developed an ipg pocket infection. The cervical area was opened to check the system. The titan anchor had broken and the lead dislodged easily and came out. The pt recovered without sequela. The manufacturer's device registration system reports that, the pt's ipg was explanted and replaced. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.